Event description:
A report was received that the patient¿s stimulation turned off when he moved in certain positions. Database analysis revealed high impedances on some electrodes of the lead. The patient underwent a revision procedure wherein the lead was replaced due to it being completely fractured. The patient was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical test performed. The complaint has been confirmed. Visual inspection found fractured cables and extreme deformation of the outer lead body. The lead body showed exposed wires and minor cuts. Due to extreme damages to the paddle lead complete testing could not be performed. Device evaluation indicated that the lead passed mechanical tests performed.